Event description:
Related to MFR report# 2183959-2012-01560. It was reported by plaintiff's attorney that the plaintiff was implanted with monarc on or about (B)(6), 2008 to treat pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleges the plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering. Plaintiff's attorney also alleges plaintiff suffered severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder problems and bowel problems, and other severe health consequences.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.